Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's brother contacted dexcom on 07/17/2016 to report that the patient experienced intermittent audio output from the receiver and an adverse event on (B)(6) 2016. The patient's blood glucose was at 44mg/dl and her co-workers called the paramedics. The patient was given glucose and did not go to the hospital. Patient's brother stated that the patient did not hear the audio alert from the receiver when she was low. Additionally, the patient's brother tested the receiver's alerts and all alerts vibrated and sounded with audio alarms. At the time of contact, the patient was okay. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event of intermittent audio output could not be confirmed. A root cause could not be determined.